Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients orders were not crossed. A technical support specialist guided the customer in accordance with the titled "interface delayed/down notice" and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had order interface delay in pyxis. The customer reported that there was a 20 minutes delay in the order being processed into pyxis. There were no adverse events or injuries reported based on this event.